Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this file represents the pump. The related manufacturer device report number 1220648-2025-45746 represents the introducer.

Event description:
The complainant reported that following implantation of an impella cp, a hematoma developed at the left femoral artery site. Manual pressure was applied. Two liters of normal saline was used. Three units of packed red blood cells and five units of albumin were transfused to manage the condition. Shortly after, the patient was returned to the catheterization lab as their impella leg was mottled with no distal pulse. The pump was explanted and a fasciotomy was performed in response to the ischemia.

Manufacturer narrative:
The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.